Event description:
While making a pass with the needle, the metal sheath came out of the handle and slid down into the biopsy channel. A new needle was obtained to finish the procedure without further incident. No harm to patient.